Manufacturer narrative:
Retainer = black. On (B)(6) 2021 the costumer alleged multiple occurrence of pump error code 53 and the insulin pump rattles when shaken. The following were noted during visual inspection: scratched case and pillowing keypad overlay. Device passed the sleep current measurement, active current measurement, self test and displacement test. Successfully downloaded the trace/history files using thump. No pump error 53 alarms noted during testing however, pump error 53 and are found in the downloaded history files, fault isolated to the electronic assembly (pcba 1 and pcba 2). No unexpected rattling noise noted when shaken. Device was cut open to perform a visual inspection. No loose components, damage, or moisture damage on the electronic assembly (pcba 1 and pcba 2), the motor, or force sensor noted during visual inspection. A test p-cap does lock into place inside the reservoir compartment properly. Pump error 53 alarm is confirmed. Pump rattles when shaken not confirmed. Pump error 53 alarms are found in the downloaded history files, fault isolated to the electronic assembly. No unexpected rattling noise noted when shaken. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a software error detected alarm. Customer stated that they was getting multiple occurrence of insulin pump alarm. Customer stated that when they tried to shake the insulin pump it rattles. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.